Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000284603 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 didn't have the hole cutout used to close the radial incision. A second device was opened to complete the procedure. There were no patient effects.